Manufacturer narrative:
Further information from the reporter regarding the device and patient details has been requested. No additional information is available at this time. The event of bleb-related issues is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a patient had a xen 45 gel stent implanted in the left eye and roughly three months later patient received a bruise not related to the device, which led to a "hypertrophic dysaesthetic bleb, so [patient] needed a redirect revision surgery in order to redirect the implant superiorly." No other treatment was required.

Event description:
Healthcare professional reported a patient had a xen 45 gel stent implanted in the left eye and roughly three months later patient received a bruise not related to the device, which led to a "hypertrophic dysaesthetic bleb, so [patient] needed a redirect revision surgery in order to redirect the implant superiorly." No other treatment was required.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.